Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed biventricular loss of capture on the implantable cardioverter defibrillator (ICD). Additionally, the patient experienced discomfort due to phrenic nerve stimulation. Programming changes were performed to resolve the issue. There were no patient consequences reported.